Event description:
It was reported that the device had possible premature battery depletion. The device was replaced. Additional information received indicated that there were unacceptable thresholds for the rv lead and the pace/sense portion of this lead was capped, and an existing pace/sense lead was used. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had possible premature battery depletion. The device was replaced. Additional information received indicated that there were unacceptable thresholds for the rv lead and the pace/sense portion of this lead was capped, and an existing pace/sense lead was used. No patient complications have been reported as a result of this event. Additional information received indicates that there was unacceptable thresholds and the pace/sense portion of the 6949 lead was capped, and an existing pace/sense 5054 lead was reconnected.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.